Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. There were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the anchor broke off at the seal. The anchor remains implanted in the patient.

Manufacturer narrative:
An altis sling was received for evaluation. Examination of the sling revealed the static anchor detached from the mesh and not received. Visual observation of the mesh where the static suture was attached confirmed the welded area of the suture was still attached. Microscopic examination of the static suture where the anchor had detached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic suture was still attached to the mesh as received, along with the dynamic anchor & tensioner. Blood residue was noted on the mesh. The information received indicated the static anchor detached during implant. Quality confirmed the detached static anchor. As the static anchor was not received, it was concluded that the detachment of the static anchor most likely occurred during the tensioning part of the procedure. As the detachment ends of the static suture were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted.

Event description:
According to additional information received, the joint failed between the anchor and blue suture when positioning the fixed anchor. Final placement was at the 10 and 2 o'clock position. The procedure was successfully completed with another device with a 5 minute procedure delay. There were no other surgical case observations.

Event description:
According to additional information received, the joint failed between the anchor and blue suture when positioning the fixed anchor. Final placement was at the 10 and 2 o'clock position. The procedure was successfully completed with another device with a 5 minute procedure delay. There were no other surgical case observations.

Manufacturer narrative:
Correction: b2 outcome removed as malfunction report.